Event description:
Mps reported tha cup inaccurately placed by 10 degrees. No troubleshooting provided.

Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako tha software was reported. The event was confirmed. Method & results. Product evaluation and results: review of case session files noted the following: " this investigation is inconclusive. The center of rotation was cautionary -1.95 mm and the total bone registration rms is borderline failure at 0.67. However, the errors in acetabular center of rotation would not explain a 10-degree shift in cup inaccurately placed. If the 10 degrees of difference from the event description is between the robot output and a planar x-ray measurements the user should keep in mind that widmer¿s method, a gold standard for planar x-ray, indicates that out of plan measurements of version can vary by -10.4° to 9.1° with a mean true version of 0.9° when compared to CT based measurement like the mako system. Unless planar x-ray measurements differ by more than 14° (9° accuracy of planar x-ray measurements error + 5° spec for the tha mako system accuracy threshold) we cannot be certain that differences are not due to measurement error plus system inaccuracies. To improve the acetabular center of rotation, capture the acetabular center of rotation with the same bone coverage as that used for the CT landmarks. Note the yellow region only has CT landmarks for center of rotation, but no patient landmarks for center of rotation. The user proceeded with manual verification. It is the user¿s responsibility to manually confirm the bone registration accuracy. Manual verification is triggered when the system determines that the registration is uncertain due to quality metrics failure/s. In this case a total rms above 0.6 mm, the rms for this case was 0.67mm. During manual verification, the user is instructed to probe the boney anatomy and visually confirm that the virtual and actual bone anatomy match. Express landmark selection does not indicate any array motion during the case. However, impaction shows a small cup motion which may be due to a small array motion or vibration. Service indicates that the mako system is performing within its specification, and the system is ready for clinical use. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. Replaced filter modified, no defects found. Work order disposition: system investigation completed successfully. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: a review of complaints in trackwise shows other similar complaints for tha software, incorrect placement. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed due to user error. The review indicated cup motion potentially due to array motion or vibration. In addition, the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.